Event description:
This is being filed to report tissue damage resulting in worsened mitral regurgitation. It was reported that a patient presented with grade 3-4 mixed mitral regurgitation (mr), mitral annular calcification (mac), and mal-coaptation of a2/p2. A mitraclip ntw was positioned on a2/p2. After successful leaflet insertion, the clip detached from the anterior leaflet and caused a small tear or "fray" of the tip of the a2 leaflet. In the physician's opinion the leaflets were too frail to implant the clip. The device was removed, without further injury to the valve. The mr post-clip removal was grade 4. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints did not indicate a lot-specific product issue. Based on available information, the reported positioning failure (leaflet grasping and leaflet capture) appears to be due to challenging patient anatomy. The reported tissue injury and mitral regurgitation (mr) appear to be cascading events of the positioning failure. Additionally, unspecified tissue injury and mr are listed in the IFU as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.